Event description:
When using auto suture blunt tip trocar reference #oms-t12bt, lot #p4d0862 during surgery trocar fell apart once inserted and lost insufflation. Dr. [Redacted name] was able to remove all parts with no harm to patient and surgery continued with other trocar.